Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain". Healthcare professional later reported "nipple and skin around the breast is overly sensitive and very painful", "pain" and "rupture". This record is for the left side. Device remains implanted.